Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and inspected at depuy mitek in raynham ma. There were 2 pieces of tape on the generator that had the word blood on them. There was no evidence of blood observed on the generator. The tape was removed from the generator. This complaint cannot be confirmed for the reported blood stains. Originally this generator was shipped to the johnson & johnson kk distribution center in japan in april of 2018. Japan was asked if they added the tape and no response was received. Then this generator was returned to the johnson & johnson european distribution center (edc) from japan in march 2019 and later shipped to the johnson & johnson depuy institute in the us. The edc was notified of this issue and created a complaint in the etq system to investigate the origin of the tape. The generator was then shipped to the service center for retesting. As part of the service center process the generator is decontaminated upon receipt and cleaned once service is completed. The work order indicates: unit was evaluated upon its return, passed all diagnostics and testing. The software was upgraded to revision. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that a new vapr vue generator was purchased and delivered with tape that says blood and two blood spots on it. There was no patient consequences reported. Additional information provided by the sales representative reported the foreign substance on the generator appeared to be blood and paper located on the side of the device. It was also reported the foreign substance was found during installation of the unit at a customer site.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.